Event description:
It was reported, that the patient presented in the emergency room for a non-cardiac related reason. Upon interrogation of the pacemaker, the right ventricular (rv) lead was found to have exhibited failure to capture and low pacing impedance measurements. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.